Manufacturer narrative:
Correction data: it was reported initially that the device motor seized, jammed, moved heavy and did not function in error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery oscillator device motor seized, jammed, moved heavy and did not function. It was further determined that the device failed the following pre-tests: check the off/on/on mode, check the triggers and ecu (electronic control unit), check the oscillations frequency, 10800 to 14200 osc/min and check performance. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During further evaluation, it was determined that the device shaft was broken and the coupling tool side was not functioning and defective. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.